Event description:
It was reported to philips that the allura cv20 system display is black. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the display had issue. Fse found that the playback display screen was blurred, and monochrome monitor was defective. The fse replaced monochrome monitor. After replacement of the monochrome monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.